Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the emergency room after receiving multiple shocks. During an attempt to interrogate the device with a programmer, a message was observed that indicated the device was in safety mode and a charge time out fault message was observed. Boston scientific technical services (ts) discussed no therapy available when the device is in safety mode and also discussed a potential issue with the implantable defibrillation lead. An invasive procedure was performed one day later. During replacement of the device, the implantable defibrillation lead and another manufacturer's right atrial (ra) lead were observed to be frayed. The leads were surgically abandoned and an extraction was scheduled for a future date. Subsequently, an invasive procedure was performed four days later. The leads were successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified no anomalies. Review of device memory found a shorted lead fault was recorded on (B)(6) 2013 after a 41 joule shock was attempted. The shorted lead fault was immediately followed by a leakage on lead fault and two oscillator mismatch faults, which caused the device to revert to safety mode. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the 41 joule shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy.